Manufacturer narrative:
Multiple attempts were made to get additional information about the removal status of the sensor. However, no additional information was provided. No further investigation was possible for this complaint.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the user reported experiencing a failed removal attempt due to the hcp not being able to locate the sensor.